Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted on the distal conductor on visual inspection, but no other defects or damge was appreciated.

Event description:
It was reported during the implant procedure that the lead was pulled out when they 'slit' and it wouldn't go back in correctly. The lead was not implanted. No patient complications were reported as a result of this event.